Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore dryseal sheath sizing guide, the outside diameter of the 24fr gore dryseal sheath is 9.1mm. It was reported that the diameter of the external iliac artery was less than 9mm.

Event description:
On (B)(6) 2013, this pt underwent endovascular repair of a thoracic aortic aneurysm, present in the aortic arch, using gore tag thoracic endoprosthesis. Prior to the tag implantation but during the same procedure, the physician performed a total debranching of the ascending aorta. After the debranching procedure, the physician advanced the 24fr gore dryseal sheath from the right femoral artery. Two tag devices were implanted. Retraction of the sheath resulted in vessel trauma to the right external iliac artery. The physician repaired the trauma using an iliac extender component. The patient tolerated the procedure. According to the physician, a diameter of the external iliac artery was less than 9mm. The physician also stated that there was resistance during insertion of the sheath.